Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle power of and on, then off and on again to press go to start prompt. The tsr explained the alarm. The tsr asked the cg if the hp added any patient extension lines. The cg said yes, two of them after it primed and then changed her answer to before the hc primed. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis nurse in the morning. The hp would finish the nights therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that the issue was resolved, the cg feels that the alarm was due to air entering from the patient line extensions. The cg said that she had primed the patient line extensions. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident, the nurse was informed. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).